Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this lead exhibited loss of capture and increased pacing threshold measurements. The associated device was reprogrammed accordingly. This lead remains in service. No adverse patient effects were reported.